Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead could not be inserted. The physician elected to explant and replace the lead to resolve the event and the patient was stable with no adverse consequences. Additional information has been requested, but not yet received.